Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: concomitant device reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the received blade is in a far open condition (inside hex-screw), the tip of the blade is rotating, but the rest of the blade is blocked and based on this issue it's not possible to close/lock the blade anymore. Furthermore, the blade has some sings of use. A functional test, with an in the cq department available sample (impactor 356.823), was performed and the complained malfunction could not be confirmed. The inside hex screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required. The complaint is rated as unconfirmed since the device is functional as required. In hindsight, and with the provided information, it is not possible to determine the exact cause of the complained issue. We only can assume that during the operation an application error may have taken place. No manufacturing related issues could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flows listed remaining investigation steps are not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 04.027.054s. Lot: 61p7348. Manufacturing site: bettlach. Release to warehouse date: 16.07.2020. Expire date: 01.07.2030. A manufacturing record evaluation was performed for the finished device 04.027.054s lot: 61p7348 and no non-conformances were identified.,part: 04.027.054s. Lot: 61p7348. Manufacturing site: bettlach release to warehouse date: 16.july 2020 expire date: 01.july 2030 a manufacturing record evaluation was performed for the finished device 04.027.054s lot: 61p7348 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part: 04.027.054s. Lot: 61p7348. Manufacturing site: (B)(4). Release to warehouse date: july 16, 2020. Expire date: july 1, 2030. A manufacturing record evaluation was performed for the finished device 04.027.054s lot: 61p7348 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on december 2, 2020 that the pfna-ii blade could not be locked during an unknown procedure. There was no patient consequence. There is no further information available. Concomitant device reported: unknown pfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna-ii blade l95 tan. This is report 1 of 1 for (B)(4).